Manufacturer narrative:
The investigation determined that multiple, lower than expected vitros glu patient results were obtained. A definitive root cause for the event could not be determined, however, the most likely cause is a slide reagent related issue. Performance testing demonstrated that the vitros 5,1 fs analyzer was operating as expected and did not malfunction.

Event description:
A customer observed multiple, lower than expected vitros glu results from multiple patient samples and quality controls (five patient results of < 20 mg/dl vs. Repeat results of 133, 126, 133, 240, and 199 mg/dl; two qc results of < 20 mg/dl vs. Expected results of 86.6 and 292.1 mg/dl) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected patient results were not reported to the clinician. There was no allegation of harm to patients as a result of this event. This report is number one of seven mdrs for this event. Seven 3500a forms are being submitted for this event as seven devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).